Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: dislodgement. It was reported that the stent dislodged and remained in the protective sheath, but was not noted to be dislodged until the stent delivery system had reached the lesion and no stent was seen. The device was not inspected prior to use. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to perform an evaluation at the time of this report. Quality assurance analysis revealed that the stent delivery system was not returned. Only the dislodged stent implant, protective sheath and the stylet were returned. The stent implant was returned without blood or contrast visible. The stent implant was returned dislodged and partially inside the protective sheath. The first eight rows of proximal stent struts were mangled. There was no other damage noted to the stent implant. There was no damage noted to the protective sheath. There was a bend in the distal end of the style2 cm proximal to the distal end. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. The proximal end of the stent implant could not be measured due to the damage. A pin gauge was used to measure the inner diameter of the protective sheath, and this met manufacturing criteria. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.